Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The battery status was end of life (eol) and the monitoring voltage was 2.402 volts. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that two low voltage alerts were recorded prior to explant in july. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure pacing therapy availability while the device was implanted. However, the device failed shocking tests due to the low battery voltage. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in premature depletion of the battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device. The device was interrogated and a fault code 1003 was observed. A boston scientific technical services consultant was contacted and discussed the fault code. Device replacement was recommended. A copy of the device memory was requested to allow engineering the opportunity to assess the rate of battery depletion and provide a time line for replacement. No disk was submitted, and the device was explanted and replaced four days later. No adverse patient effects were reported.

Event description:
--